Event description:
Side vent is glued to housing, not intended for removal. There was no hole in the vent on this particular set so it underdelivered. The set, which is not intended to be removed under normal conditions, came off easily without damage. This is the third occurrence of this kind with this product for this facility.